Event description:
The complainant stated that the base motor was replaced on the lift in (B)(6) and it has now failed. He said the clip which holds the metal gear that rotates when the motor is running came off, allowing it to wobble around while running, causing damage to the rack gears and enlarging the opening in the middle beam.

Manufacturer narrative:
The account replaced the base motor, middle beam and rack gears to repair the lift. The lift is now functioning properly.